Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Martin, a.j., larson, p.s., ziman, n., levesque, n., volz, m., ostrem, j.l., starr, p.a. Deep brain stimulator implantation in a diagnostic MRI suite: infection history over a 10-year period. Journal of neurosurgery. 2016:1-6. Doi: 10.3171/2015.9.jns151699. Summary: the objective of this study was to assess the incidence of postoperative hardware infection following interventional (I)MRI-guided implantation of deep brain stimulation (dbs) electrodes in a diagnostic MRI scanner. Reported events: one (B)(6) patient underwent bilateral deep brain stimulation (dbs) implant in (B)(6) 2014. Sixteen days later, the patient developed an infection with pain and swelling over the implantable neurostimulator (ins). The hypothesized origin of the infection was the ins. Cultures showed (B)(6). The entire system was explanted. It was noted that a nasal swab taken four months prior to surgery revealed (B)(6); however, the patient had not received special antibiotic treatments leading up to surgery. The following specific device information was provided in the article: lead model 3389-28 and lead model 3389-40.